Event description:
It was reported to boston scientific corp that during a trusp (transrectal ultrasound of the prostate with biopsies), the trupath biopsy needle misfired while the device was within the patient's anatomy. It was report that a second, same type device, was used to complete the procedure. There were no complications reported.

Manufacturer narrative:
The device has been rec'd by the MFR although the device evaluation has not been completed at the time of this filing.